Event description:
The following information was reported: the balloon did not hold pressure during prep. During balloon prep/test, the physician did not see the inflation indicator pop up. The device was discarded and a second device was opened and used. The patient was not hospitalized. Procedure type: diagnostic coronary vessel size: 5-7 mm stick location: at femoral head.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1425305) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).